Event description:
As reported, during a ureteroscopy, the basket of an ncircle tipless stone extractor would not deploy and basket wires came apart. (Captured in this report). A second ncircle tipless stone extractor from a different lot was used and after deployment the basket would not close. (Reference report with patient identifier (B)(6)). Both devices were tested prior to use and there were no issues with the devices noted. A third, same type device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510k # ¿ exempt . H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex a) event summary as reported, during a ureteroscopy, the basket of an ncircle tipless stone extractor would not deploy and basket wires came apart. (Captured in this report). A second ncircle tipless stone extractor from a different lot was used and after deployment the basket would not close. (Reference report with patient identifier (B)(6)). Both devices were tested prior to use and there were no issues with the devices noted. A third, same type device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One device returned to cook for evaluation in the original pouch. One of the basket wires had pulled free from the basket cannula that holds the proximal end of the wires in place. No other issues with the returned device noted. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A review of complaint history records did not identify any other complaints associated with the reported device lot. Based on the available information, cook has concluded that the device was made to specification and there is no evidence that nonconforming product exists either in house or in the field. The instructions for use (IFU), provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The cause for the damage is unknown. Excessive force may have been inadvertently applied to the device; however, no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.